Manufacturer narrative:
Submit date: 13-mar-2019. On 12-mar-2019 we received notification that the lot number of the affected device was 182990226. We also received notification that samples are being returned for evaluation. Based off this new information, section d4 lot number was updated from unknown to 182990226. Also section d10 was updated to stated yes for device available for evaluation?

Manufacturer narrative:
Additional information has been requested but at this time has not been received. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that the patient's feeding sets were leaking between the feed connection and tubing, on the purple port where the enplus spikes the ready to hang feed. The patient reported that the feeding sets were leaking approximately one cup of feed per night. This has happened to multiple sets.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Three decontaminated samples were received at the plant outside of the original packaging for the investigation. Upon a visual and functional evaluation of the samples, the reported issue could not be confirmed; the feeding sets did not leak during testing. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.